Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin, which led to hyperglycemia. The customer received a blood glucose result of 497 mg/dl. The customer administered 10 unites of unknown insulin. The customer experienced elevated blood glucose symptoms of sweating and being incoherent. The customer's sister transported her to the hospital. The customer arrived at the hospital 20 minutes later and received a result of 497 mg/dl on the hospital's meter. The patient was treated with unknown insulin. The customer remained in the ER for a few hours until her blood sugar came down to 297 mg/dl and she was released. The customer was not admitted into the hospital. The following day the customer's blood sugar again went up to the 400's mg/dl. The customer experienced elevated blood glucose symptoms of sweating and being incoherent. The customer's husband transported her to the hospital. The customer arrived at the hospital 20 minutes later and received a result in the 400's mg/dl on the hospital's meter. The patient was treated with insulin injections. She was kept in the ER for a few hours for observation and was not admitted. The infusion device was requested to be returned for product evaluation.